Manufacturer narrative:
(B)(4). Results: related to operational context (root cause of reported event was most likely procedural related). Conclusions: operational context contributed to event (root cause of reported event was most likely procedural related).

Event description:
The physician intended to use a sprinter legend balloon to treat a lesion in the rca with 70-100% stenosis, moderate tortuosity and moderate to severe calcification. It was reported that the device became caught on the guidewire and was damaged. The guidewire and balloon were removed. Prior to this, an attempt was made to use another sprinter legend balloon, however this also became caught on the guidewire and was damaged. Patient status post procedure was ok and no clinical sequelae were reported. Evaluation summary: the procedural guidewire was locked in the inner lumen of the device with 2.6cm of the guidewire exiting the distal tip. There was bunching visible along the distal shaft. The balloon, distal tip and a section of the inner shaft had detached proximal to the balloon bond. The detachment site was jagged. The guidewire entry port was partially ripped. The corewire was kinked distal to the guidewire entry port. Numerous coils along the guidewire were raised and damaged.